Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the implantable pulse generator (ipg) site. The patient underwent a procedure wherein the ipg and paddle lead were explanted. The patient was doing well postoperatively and the devices were retained by the medical facility and will not be returned.